Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the pump black box and histories were reviewed and found no errors, alarms, or warnings related to the complaint. During testing, the pump powered on appropriately with the returned battery cap to a clear and legible display; all audible and vibratory alarms were present upon start up. The keypad and bolus button were found to be responding appropriately. The pump performed the rewind, load, and prime sequence without issues. No defects found related to complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging unspecified issues with the pump. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.